Event description:
It was reported that this right atrial (ra) lead was explanted at a surgical intervention due to oversensing, pacing inhibition with no asystole, unknown noise and pacing inhibition with no asystole. There is reasonable evidence suggesting that the lead was showing this issues due to placement of the lead. The old lead was removed and a new active lead was implanted at the same procedure. The lead has been returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the whole lead was returned. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 24-cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of brady pacing not delivered when required, noise and oversensing were likely caused by the confirmed fracture.

Manufacturer narrative:
The product has been received for analysis. This report will be updated should further pertinent information be provided from the analysis.

Event description:
It was reported that this right atrial (ra) lead was explanted at a surgical intervention due to oversensing, pacing inhibition with no asystole, unknown noise and pacing inhibition with no asystole. There is reasonable evidence suggesting that the lead was showing this issues due to placement of the lead. The old lead was removed and a new active lead was implanted at the same procedure. The lead has been returned for analysis. No additional adverse patient effects were reported.